Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3387s-40, lot# va1krzt, product type lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported during intraoperative lead test, the impedances were high. They tried another testing cable and still got high impedance results. They replaced the lead with a new one. The issue was resolved at the time of the report.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
Analysis of the lead (lot no. Va1krzt) found no anomaly. If information is provided in the future, a supplemental report will be issued.